Event description:
Reporter alleged going to the hosp due to blood glucose readings in the 200s mg/dl. It was reported meter read 130 mg/dl and hosp device was 70 mg/dl. On another day, meter read 210 mg/dl and when going to the clinic after a walk and an hour after dinner their meter measured 154 mg/dl. Reporter stated went to the hosp on another day and their reading was 77 mg/dl while 1.5 hours later her meter read 170 mg/dl. Reporter indicated no treatment was received for glucose but was monitored. A request was made for the return of the suspect device and replacement product was sent.